Event description:
Information received indicates the casters continue to swivel from side to side when the brake is set.

Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.